Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However upon reaching the ostium, the stent was caught by the previously placed non-bsc stent. The stent came off the balloon and went down into the left internal iliac artery. Attempts in removing the stent with two different snares were performed but were unsuccessful. The stent was left in a small vessel in the leg. The procedure was then ended. No further complications were reported and the patient's status was stable.